Manufacturer narrative:
The service engineer confirmed that the touchscreen didn't respond, so the action of turning on/off the power can only be done. The green power led didn't illuminate when the unit was operating. The touchscreen and the power switch overlay were faulty, so they need replacing. The scheduled repair completion date is not set due to the pending approval order from the customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The international philips field service engineer (fse) advised the customer to replace the touch screen and the power switch overlay to complete service. Since the customer canceled the repair, the unit was returned without repair. No other anomaly was reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the touchscreen cannot be manipulated. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.